Event description:
It was reported that the patient was in the emergency room (ER) at the time of the report and reporting that she had shocking down her left arm every 15 to 20 minutes. The reporter turned the patient¿s implant off with assistance. No falls or trauma preceded the event. No further intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 7438, serial# (B)(4), product type programmer, patient product ID 3387-40, lot# l60810, implanted: 1999 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# n23965a, implanted: 1999 (B)(6); product type lead. (B)(4).